Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over to the station. The user attempted to pull medication and was able to access patient information; however, no orders were displayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. The technical support specialist restarted the services. Messages began crossing over successfully. The system functioned as intended after the technical support specialist troubleshot the device.